Manufacturer narrative:
The product has not been returned. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was dislodged. A reposition was attempted but the helix retracted but would not redeploy. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been returned. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was dislodged. A reposition was attempted but the helix retracted but would not redeploy. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.